Event description:
It was reported via literature that patients treated with eluvia are at a high risk for stent occlusion. The attached literature was a multicenter retrospective study that evaluated the impact of statins on the patency of drug-eluting and drug-coated stents for femoropopliteal lesions. Between january 2018 and december 2021, a total of 449 patients were treated with drug-eluting and drug-coated stents at eight cardiovascular centers in japan (leaders femoropopliteal lesion registry). The finding of the study suggest that statins improve the patency of implanted drug-eluting or drug-coated stents for femoropopliteal lesions. Review of the literature revealed an accusation that the incidence of stent occlusion is relatively high among recurrent eluvia-treated lesions. No further information was provided pertaining to patient or device specifics.

Manufacturer narrative:
A3: approximately 70% of the cohort population was male. B3/d6a: the event date and implant date were estimated to the earliest known procedure in the cohort. E1 - initial reporter phone: (B)(6). Takei, t., tokuda, t., yoshioka, n., ogata, k., tanaka, a., kojima, s., yamaguchi, k., yanagiuchi, t., nakama, t., & leaders pad investigators. (2025). Effects of statin therapy in patients treated with drug-eluting and drug-coated stents for femoropopliteal lesions. Journal of vascular surgery, 82(2), 559-568. Https://doi.org/10.1016/j.jvs.2025.03.057. Investigation results: - review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. - a risk review performed for the eluvia device confirmed that the event of obstruction/occlusion is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. - based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.